Event description:
Procedure: gastric bypass. Reportedly, the instrument was clamped down on tissue, fired and wouldn't release. Surgeon used another gia universal to fire a second staple line to release the first. The instrument will be returned and has tissue in the jaws. No further patient injury reported.